Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: the item did not work. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short (due to polyimide pins direct contact with the hood and caused a short), lack of glue around the polyimide glue could have been scratched during the placement of the hood, damage during pin bending. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.